Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer¿s blood glucose level was 135- "high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by manual insulin injection and pump supplies were changed.